Event description:
The senior dialysis staff nurse reported that the catheter was in for approximately 5 weeks and the patient presented to dialysis on june 17,1999 with fever, nausea & vomiting. Blood culture was done which showed gram positive cocci. The nephrologist said the catheter had to be removed. The patient is now doing well, afebrile. The patient is being dialyzed with a temporary catheter with no problems.